Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device eval by MFR: the device was received and analysis was completed. The shaft and the remainder of the device were inspected for damage. Visual examination showed the distal cutter was separated from the catheter shaft. There was a kink/buckling located 1cm from the tip. The device was set up and functionally tested per the instructions for use (IFU) and the device functioned as designed. The returned guidewire showed that the distal cutter was on the wire when returned. The guidewire that was returned was not on the compatible guidewire list per the IFU. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device fractured. A 2.4mm jetstream xc catheter was selected for use. During preparation, the device fractured. The procedure was completed. There were no patient complications.

Event description:
It was reported that the device fractured. A 2.4mm jetstream xc catheter was selected for use. During preparation, the device fractured. The procedure was completed. There were no patient complications.

Manufacturer narrative:
Initial reporter facility name: (B)(6).